Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2017, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller did not recognize the batteries when connected and a "connect power source" alarm occurred sporadically. It was also reported that the batteries exhibited power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller and six (6) batteries (B)(6) were returned for evaluation. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. The controller was able to recognize a power source attached on both power ports. All connections were stable with no abnormalities observed. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6), as well as momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnection will result in an audible tone. It is likely the momentary disconnections contributed to the reported "connect power source" alarm. As a result, the reported power switching event and "alarm" event was confirmed. The reported controller unable to recognized the batteries event could not be confirmed during testing; however, it is likely the observed momentary disconnections were perceived as an inability to recognize the batteries. A power source lubrication procedure had been performed on the batteries in accordance with the requirements under fsca cvg-18-q4-19 on 16-jul-2018. The most likely root cause of the reported event can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port / power-source pins. Additional products: d1: battery; d4: serial#: (B)(6); d9: yes, return date: 25-sep-2020; h3: yes dev rtn to MFR? Yes; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02; d1: battery; d4: serial#: (B)(6); d9: yes, return date: 25-sep-2020; h3: yes dev rtn to MFR? Yes; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14; d1: battery; d4: serial#: (B)(6); d9: yes, return date: 25-sep-2020; h3: yes dev rtn to MFR? Yes; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 ;d1: battery; d4: serial#: (B)(6): yes, return date: 25-sep-2020; h3: yes dev rtn to MFR? Yes; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14; d1: battery; d4: serial#: (B)(6); d9: yes, return date: 25-sep-2020; h3: yes dev rtn to MFR? Yes; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02; d1: battery; d4: serial#: (B)(6); d9: yes, return date: 25-sep-2020; h3: yes dev rtn to MFR? Yes; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.